Manufacturer narrative:
Concomitant medical products: dtmb1qq crt-d and 429878 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for bradycardia. The right ventricular (rv) lead exhibited t-wave oversensing (twos) causing intrinsic atrial events to fall into blanking, which delayed pacing. The lead remains in use. No further patient complications have been reported as a result of this event.